Manufacturer narrative:
Software data was received and analysis did not confirm the reported event. There was insufficient information provided to determine the root cause of the reported behavior. Previously reported codes: b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that there were multiple lumbar levels off of what level they should have been on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The system was showing them to be multiple levels off from the correct level they were on. In terms of mm, the rep that was in the case doesn¿t have an exact measurement of how far apart the levels were. The frame was moved on the perc pin and the site and doctor were both aware that this was what caused them to be off.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the frame accuracy was randomly off when using the percutaneous pin. It was noted that another site imaging system was used for the remainder of the case. There was a less than hour surgical delay and no impact to patient outcome. It was noted by a manufacturing representative (rep) that the most likely probable cause was that the pin was likely moved from position one to position 2.

Manufacturer narrative:
Continuation of d10: product ID 9735670 ((B)(6)); product type; n/a product ID 9735670 ((B)(6)); product type: ; n/a section d references the main component of the system. Other medical products in use during the event include: product ID: sw kit 9735740 s8 2.1 spine EU-sc version: 2.1.0 h6) the system was serviced in the field and no fault was found. Applicable codes: b01, c19, d14 no software analysis has occurred at this time. Applicable codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.